Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, on the second attempt, the valve could not be able to be recaptured completely therefore micro-adjustment wheel was used by pulling into the descending aorta and able to be recaptured. On the third attempt, the valve was once again not able to be recaptured completely despite with the use of micro-adjustment wheel. It was also observed that there was an interference between the valve frame and the aortic valve leaflet. It was also reported that the ds was unable to be advanced the aortic valve, so both were replaced with a new 35mm, navitor vision valve and new large flexnav ds. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.